Event description:
Patient is prescribed cetuximab (erbitux) 1,245 mg by IV infusion over 2 hours. After half the dose was infused, the 0.2 micron in-line low-protein binding filter became blocked; the tubing was changed and the remainder of the dose was infused. We noted that other patients with large cetuximab doses experienced the same blockage at the filter after about 500 mg of cetuximab had been infused, so we began splitting the dose into two infusion bags. Our concern is that there might be a dose-related capture of the drug at the filter, and patients do not receive drug. Frequency: every 14 days. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.